Event description:
Procedure type: low anterior resection / side-end anastomosis. According to the reporter: no problem was noticed operatively and eea worked properly. About 12 hours post-operatively, bleeding occurred at the junction of the eea and ta staples lines. The bleeding was stopped by clipping laparoscopically. Total amount of bleeding is estimated to be about 1000cc, and no transfusion was required. The patient is recovering without any further complications. No further patient information was provided.